Manufacturer narrative:
The device was evaluated by stryker and the reported issue was verified. The cause was determined to be the system pcb. However, the device is not possible to be repaired. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes. Further root cause was not established.

Event description:
The customer contacted physio control to report that their device would not complete its boot up cycle. It was also reported that the service led was flashing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not complete its boot up cycle. It was also reported that the service led was flashing. There was no patient use associated with the reported event.